Manufacturer narrative:
H3, h6: the device used in treatment has not been returned for evaluation , photos for the complaint sample were received confirming a relationship the reported event. The photo confirms missing stamp for lot and expiry on carton. Root cause determined as labeling error, quality inspections are periodically conducted with no downtime identified, no further action as this is the only case of this nature out of a lot of 62,000 units. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. The complaint history file contains no further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that consumer purchased a box of remove wipes, but the outer box did not have the lot# or expiry date stamped on it. The individual wipes did however have the lot# on them, so the expiry date was able to be provided.